Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that the patient underwent knee arthroplasty revision due to pain.

Manufacturer narrative:
This report is being amended to reflect changes. This report will be amended when our investigation is complete.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional and corrected information. The reported event was not confirmed. No actual devices were received; therefore a visual inspection was not conducted. Review of the device history records for the articular surface found no discrepancies relevant to the reported event. Complaint history review determined that no further action(s) is/are required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This report is being amended to reflect changes in sections.

Event description:
It is reported that the patient underwent a total knee arthroplasty. Subsequently, the patient underwent a revision procedure approximately three months post-implantation due to unknown reasons. Attempts have been made and no further information has been provided.